Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.

Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced overfill. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: this is a report about overfill of tubes. The customer reported "sample errors with bd's tubes (overfill) are occurring under use of the coagulation system cp3000 (sekisui medical).".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced overfill. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: this is a report about overfill of tubes. The customer reported "sample errors with bd's tubes (overfill) are occurring under use of the coagulation system cp3000 (sekisui medical)."